Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that she could tell there was "something wrong" with the patient's implantable pulse generator (ipg) when the patient came home. The patient was originally told that they had at least a year left with the ipg. However, they were later informed by the clinic that the ipg battery had prematurely depleted and needed to be replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.